Event description:
Patient reported my surgeon told me to contact you about the broken implant that was removed on the (B)(6) 2020. I had the plastic surgery done on (B)(6) 2015.

Manufacturer narrative:
Supplemental medwatch being submitted due to correction required for g.3

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported " broken implant". The device was explanted.